Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site with symptoms of drainage. The patient underwent wound cleanout and implantable pulse generator (ipg) replacement procedure. Patient was given antibiotics. The patient sis doing well postoperatively. The explanted device will not be returned.